Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have periodontal disease. Patient provided a letter of recommendation. The dentist diagnosed the patient with generalized mild chronic periodontitis. Patient was prescribed clorhexidine/peridex mouthwash and periodontal treatment was scheduled. Patient was also found to be is in anterior edge-to-edge occlusion, with a crossbite due to position & lingual inclination of #10. Generalized incisal wear & fracturing of anteriors. Abfractions evident on #4, 5, 12, 21. Mild crowding of lower anterior. Customer service provided an update that the patient is rtd due to the periodontal disease. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.